Manufacturer narrative:
Please see (B)(4) as operating record for this complaint. The device reported in operating record is not PMA approved and therefore was not reportable.

Event description:
Previous medwatch submission noted rupture. Upon further information, allergan has determined that this record is a duplicate record. Please see (B)(4) as the operating record related to this complaint.

Event description:
Patient reported implant rupture. Unknown location of device. This relates to the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.